Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer reset the pump to clear the alert and the pump successfully began charging after leaving the pump plugged into the power source. The customer's blood glucose was 114 mg/dl. The customer continued to use the pump for insulin therapy.